Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047- 2020- 10660. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). This case was addressed by CAPA 147p-017, implemented on (B)(6) 2015. 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). 7 - a defective motherboard (adc, permanent fault). The e433 error is a known issue and investigations of devices with the e433 error found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. The customer is required to check the function of all devices used prior to a procedure. As stated on the IFU and as a preventive measure, the user manual states, a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced hf unit was returned to the service center for evaluation. The evaluation could not confirm the reported e433 error as the hf unit functioned appropriately. There was front pan el damage with cosmetic wear and tear. The repair to the front panel was declined and the hf unit was returned to the customer. The device was purchased on (B)(6) 2015 with no repair records. The original equipment manufacturer conducted a review of the device history records and no abnormalities were noted. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the hf (high frequency) electro-surgical generator unit received error code , e433. There was no delay in the procedure as the hf unit was replaced before the procedure started. The procedure was completed with a different device. Additionally, the hf unit was inspected and no abnormalities were noted other than the error code/message. All cables and connections were inspected and secured and free of damage. All settings were checked and found to be correct. The last annual inspection of the hf unit and footswitch was on (B)(6) 2020.